Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of an unruptured saccular aneurysm located in the right internal carotid artery/posterior communicating artery, the detachment of the axium prime bare 3d coil failed. The initial attempt to detach the coil using the detachment handle was unsuccessful. A manual attempt to detach the coil by breaking the hypotube and pulling the suture also failed. Despite these issues, the coil was removed without incident. The patient's blood flow was normal, and the vessel tortuosity was moderate. The patient outcome was reported as alive with no injury.

Event description:
Additional information was received. Patient is fine, went home. There were no symptoms related to the non-detach. Actions/interventions included the doctor pulling in out with the pusher wire. The coil was still attached. The cause of the non-detach was not determined. Two attempts were made to detach the coil using the instant detacher and two attempts were made to detach the coil using the manual method. Prior to coil non-detachment, there were no issues encountered, coil traveled through catheter without incident. No¿pushwire¿damage observed after removal from the patient, only where the end of hypo tube was broken for detachment.

Manufacturer narrative:
Product analysis: the actuator interface was found to be broken and not attached to the coupler tube. The axium prime pushwire was found to be broken at break indicator, kinked at ~4.3cm and at ~149.9cm from proximal end. This is indicative that a manual detachment was attempted at these locations. The coin was found still against the lumen stop with what appeared to be blood underneath the outer jacket. The shield coil was found intact with the implant coil still attached. The implant coil was found stretched and damaged with the polypropylene filament intact. No other anomalies were observed. The distal outer jacket was removed, and a manual detachment was then attempted by retracting the release wire and the release wire was successfully detached. The lumen stop and retainer ring were found to be visually in good condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.